Event description:
It was reported that the device overheated. No additional info was provided by the user facility.

Manufacturer narrative:
Performance testing could not be performed as the device seized. Internal components were evaluated which revealed the presence of corrosion on the motor and the rotor.